Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be intermittently fluctuating. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer charged the pump to address the issue.